Event description:
Collars breaking off luer lock connector during prime or treatment, allowing air to enter the set or fluid to leak out of the set depending on the location of the luer. There are six connectors on each blood set and the staff did not state which connectors were involved. Because of this one MDR will be filed to cover all 6 incidents reported.